Manufacturer narrative:
Concomitant medical products: product ID: 3877-45 ,lot# 0204681929, implanted: (B)(6) 2011, product type: lead; product ID: 3877-45, lot# 0207101043, implanted: (B)(6) 2013, product type: lead; product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported that not all impedances were in range. Factors that may have led or contributed to the issue remain unknown. A system continuity test was completed using impedance testing. Actions included an explant with replacement on (B)(6) 2019. The issue was resolved and a surgical intervention occurred. Relevant medical history includes degenerative disc disease in 2007 and combination back and leg pain on 2010. Back and leg pain were equal and the cause was osteoarthritis. The patient was currently taking pain medication for the indication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the clinical site reported that the neurostimulator was implanted on (B)(6) 2016.